Event description:
It was reported that the user heard a clicking noise during a meal announcement and observed fluid leaking inside the cartridge slot of the ilet pump after a recent supply change, with blood glucose reading as ¿high¿ on the pump and a confirmatory fingerstick of 396 mg/dl; the user inspected the slot and did not see an obstruction, and was advised to monitor to determine if the supply change would reduce glucose. Symptoms included hyperglycemia. Outcomes included temporary impairment requiring user intervention and follow-up. Investigation included complaint handling, user interview, and troubleshooting with user education. Investigation of this case revealed evidence consistent with a fluid leak at or near the cartridge interface, with no alarms reported and no confirmed obstruction noted by the user. It was concluded that the event involved hyperglycemia in the context of a suspected cartridge or cartridge-slot leak, with device function affected by leakage and with clinical impact limited to elevated glucose managed outside a healthcare facility. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.